Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A pairing test was performed and the pairing test failed. Functional testing was performed and the tests failed. A share log was reviewed and this showed signal loss. The reported event of loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 06/13/2016 and confirmed the reported loss of connection. No additional patient or event information is available.